Manufacturer narrative:
The device, used in treatment, has been returned for evaluation. However, the footswitch was not returned with the device. A visual inspection found no issues, the functional evaluation established a relationship between the reported complaint and the device. The pump interlock was found to have a buildup of debris, which made locking the handpiece difficult. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported damage, broken components has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional actions are required. This investigation has now been closed and recorded as improper maintenance procedures. Without the footswitch and cable being evaluated it is not possible to provide a response with regard to how this occurred, and or what the actual damage is. Cables can be damaged by various means, the most common being trapped or not stowed correctly. The pump interlock on the device over time can become corroded, this build up occurs when the device has not been cleaned correctly following use, this build up can prevent handsets from being fitted correctly and obtaining adequate pressure during use. The information for use highlights this. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
H10. D4 updated with catalogue and serial number.

Event description:
It was reported that the pump interface was defective, footswitch cable was damaged. No patient harm reported.